Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: separated shaft requiring surgical intervention. Device issue: separated shaft. It was reported that the procedure to treat a lesion in the proximal cx. After pre-dilating the lesion, the rx vision stent was deployed without issue. The stent delivery system (sds) was then retracted with some noted resistance. Once outside the pt, it was observed that the distal part of the shaft, and the balloon had separated and remained inside the pt. The balloon markers were clearly visible inside the implanted stent. The proximal end of the separated shaft was hanging out into the aorta. The pt was taken to surgery where the separated piece was successfully removed. The pt is doing well. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Potential factors of difficulty in removing the system post deployment include balloon sticking poor balloon refold or inner member collapse. The reported shaft detachment may have resulted from force being applied to overcome the mentioned resistance. The product IFU states: "should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Without the device being returned for analysis, the exact cause of the reported issues are unk.